Manufacturer narrative:
Field service went on-site. During analysis by nova field support, both reference unit and device in question reported drift errors for different parameters, but no pattern of errors exhibited. Calibrating unit fixed these errors. Initial inspection of units also revealed that reference tubing segment was not seated in reference pinch valve correctly. This tubing must be flossed into pinch valve in order for reference solution to be blocked effectively. All quality control solutions were found to be in specification. Unit is correlating well with main lab vista. No further troubleshooting or corrective maintenance required. Unit was returned to end user for use.

Event description:
Customer reported that electrolyte values are not matching lab reference analyzer results. No patient treatment or adverse event reported.